Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device, service required alarm conditions indicating the control pressure sensor had drifted, a low inspiratory pressure and low expiratory pressure condition occurred. The device's active exhalation control module functionality was checked and the circuit checked for leaks. The component was not replaced, and no leaks were noted. The device's sensor board was replaced to address the issues. Additionally, several service required alarms indicating drift errors occurred while the device was powered off. These errors would not impact therapy as they were generated while the device was turned off which indicates changes in flow were detected by the device, such as the patient breathing on the device while it was turned off. An error 291 was present in the device's downloaded error log. Error 291 is a user settable alarm for "check circuit." There were no components replaced for this issue. The tubing was reconnected to correct the issue. The device's rubber feet were missing and need replaced. The device's handle o-rings required replacement.